Event description:
The end user states his power chair is broken. He states joystick has a 5 flash error code and will not move. He states he hit a bump and the chair stopped. A 5 flash error code is a right motor fault. The serial number available as the chair isn't with the end user.